Manufacturer narrative:
In response to FDA report number: mw5085520 the event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma-late. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported via regulatory agency: right side pain, swelling and peri-implant fluid collection. Ultrasound-guided needle aspiration was performed, "over 200 ml of opaque fluid was removed". Additionally crp and sed rate was elevated and had mild leukocytosis. Negative pathology testing. Device was explanted.